Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that immune globulin was verified to be at 25g/250ml and ran as a primary infusion. The rate was programmed to be titrated 3 times: 0.83 mg/kg/min for 30 min, 1.67 mg/kg/min for 30 min, and 3.33 mg/kg/min for the remainder of the infusion. After the 3rd titration that should have ran for around 4.5 hours and finished the infusion, there was still 20-40ml left in the bag. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the report of an underinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported underinfusion was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 04jun2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 20nov2020 and indicated that this device has been previously returned 5 times for service, however were not related to rate accuracy (underinfusion). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only event log was provided for investigation

Event description:
It was reported that immune globulin was verified to be at 25g/250ml and ran as a primary infusion. The rate was programmed to be titrated 3 times: 0.83 mg/kg/min for 30 min, 1.67 mg/kg/min for 30 min, and 3.33 mg/kg/min for the remainder of the infusion. After the 3rd titration that should have ran for around 4.5 hours and finished the infusion, there was still 20-40ml left in the bag. There was no patient harm.